Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the reporter, on (B)(6) 2025, upon sensor insertion, the patient experienced bleeding that would not stop. The patient¿s sister called emergency medical services (ems). Once ems arrived, they applied pressure to the area, but the bleeding continued. Therefore, the patient was transported to the emergency room (ER) for evaluation. At the ER, the patient had two stitches placed at the sensor insertion site. The patient was also given tylenol due to a headache. The patient was discharged home later the same day. The patient was in ¿normal condition¿ at the time of report. No product or data was provided for investigation. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.